Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was returned for evaluation. Therefore, a catheter was physically investigated. During physical investigation the helix was found broken at 26.5cm from the tip of the catheter. The tube was kinked at the same position. No further damages were observed. Therefore, the investigation is confirmed for the reported break issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3. H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in right superficial femoral artery and popliteal artery via transfemoral antegrade access, approximately fifteen centimeter from the tip of the catheter allegedly separated from the helix. It was further reported that the broken segment was recovered with a snare. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Hold for guidance - dpm 05/15it was reported that during a thrombectomy and atherectomy procedure in right superficial femoral artery and popliteal artery via transfemoral antegrade access, approximately fifteen centimeter from the tip of the catheter allegedly separated from the helix. It was further reported that the broken segment was recovered with a snare. There was no reported patient injury.